Event description:
The customer contacted heartsine to report that their device was not powering on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. During the investigation, the device was powered on multiple times without fault, the green status led performed to specification, and no fault was identified on the status led circuitry on the pcba. The device performed to specification during testing at heartsine. No fault was found on the membrane, pogo pins or battery cable which would have prevented the device from powering on. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device was not powering on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
The customer contacted heartsine to report that their device was not powering on. Failure to power on device may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.